Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their   previous ins battery did not last as long as they expected. They stated that they first noticed the issue the other day. The patient stated that mdt reps always come in and say that their ins battery is going to last ten years or whatever, but because they had it in 2010 to start, they had the stimulation up too high back then, so in 4 years their ins battery depleted. The patient also mentioned unrelated medical history that they were a lot heavier back then. The patient added that the mdt reps don't take into consideration any of the other factors that can impact how long it lasts .